Event description:
It was reported that this right ventricular (rv) lead showed variable amplitude measurements, spiking up and down frequently. (B)(6) technical services reviewed device data and noted patient is pacing most of the time. The presenting electrogram (egm) showed some premature ventricular contraction (pvc). Ts discussed the possibility of variable measurements being associated with ectopic beat being measured. No evidence of undersensing was noted. As of this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).